Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (B)(6) center, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with the following pre-op diagnosis: left c5-c6 cervical disk herniation and right c6-c7 cervical disk herniation. He underwent following procedures: anterior cervical microscopic diskectomy and arthrodesis c5-c6 and c6-c7 with synthes machined allograft spacers, bone morphogenic protein, and a skyline anterior cervical plate. As per operative notes ¿ a small hole was drilled in the spacer and a small piece of bone morphogenic protein sponge was placed within the spacer.¿ no intra-operative complications were reported.